Manufacturer narrative:
The following additional information was obtained: reviewing the record it was discovered that there was an incorrect primary product selected. Updates to the primary product reflect the single port (sp) monopolar scissors tip. The 6mm monopolar curved scissors sp1098 product information has been updated in section d.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical service engineer (tse) recommended returning the monopolar curved scissors (mcs) instrument and mcs tip cover accessory. Per follow-up with the customer, the mcs tip cover accessory was not available for return to isi for evaluation. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The root cause of the customer-reported failure mode could not be determined as the product would not be returned for evaluation. Although the complaint was not confirmed by failure analysis since the accessory was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, a customer reported that the monopolar curved scissors (mcs) tip cover accessory fell off an mcs instrument. The customer stated that the site was able to retrieve the tip. The customer stated that the site replaced the instrument and tip to continue. Intuitive surgical, inc. (Isi) technical service engineer (tse) recommended that site return material authorization (RMA) the suspected instrument and tip. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: the reporter indicated the mcs tip cover accessory had fallen inside the patient during a dissection. The mcs tip cover accessory was retrieved by using the assist port. The mcs tip cover accessory was inspected prior to usage with no damage noted. The surgeon does not know the cause of the accessory to fall inside of the patient. There was no physical damage to the mcs instrument. The mcs instrument was in use for approximately 10 to 15 minutes prior to the event. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument did not collide with any other instruments. Unknown if the mcs tip cover accessory appeared to be properly installed during the surgical procedure. The surgeon obtained another mcs instrument/tip cover accessory to complete the procedure. There was no difficulty in removing the instrument and mcs tip cover accessory. The instrument wrist was straightened upon removal. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred. Mcs tip cover accessory was not available for return to isi for evaluation. The mcs instrument is available for return to isi for evaluation. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.